Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that repeated pairing requests occurred. Data was provided for evaluation. The reported issue was confirmed. The probable root cause was determined to be transmitter, failure alert displayed via data. No additional event or patient information is available.